Event description:
It was reported that, during an in-clinic follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. The suspected cause of the event was rv lead fracture. The rv lead was capped and replaced to resolve the event. The patient was stable.